Manufacturer narrative:
The device ro 11 015 has been inspected for investigation purpose. The tests performed confirmed that a design deficiency caused the software failure. (B)(4).

Event description:
It has been reported that during a surgery, a software failure has been detected. It was impossible to perform the registration step. A surgery delay has been reported between 1:30 hour and 2 hours.